Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that approximately four years later, an intervention to implant an endurant aortic cuff along with heli-fx endoanchors was completed to treat a type ia endoleak. Aneurysm size at this time was reported as 65mm. The aortic neck length was 4mm. Eight endoanchors were implanted from the aortic cuff to aortic neck and two endoanchors were implanted to secure the aortic cuff to the talent stent graft. It was reported the first endoanchor did not adequately penetrate the posterior aortic wall but penetrated though the stent graft and partially into the posterior wall. No endoleaks were observed at the end of the procedure and the procedure was reported to have been successful. The cause of the penetration of the endoanchor is currently unknown. No additional clinical sequelae were reported and the patient is fine. Medical history; previous smoker, hypertension, hyperlipidemia, cardiac disease, arrhythmia, congestive heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Code added after investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.